Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon inspection, by physio-control, it was observed that the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) evaluated the customer's device and was unable to duplicate the reported issue. The device was archived by stryker. A root cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device would no longer power on. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon inspection, by physio-control, it was observed that the device would no longer power on. There was no patient use associated with the reported event.